Event description:
It was reported that during testing the external pulse generator shut itself off or quit pacing but that the light still flashed. When tested on the long-term mode, errors were generated immediately. It was further noted that the rate did not change "quickly enough". The generator was returned for service. There was no patient involvement indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis was unable to confirm the customer comment the unit shut itself off or quit pacing. However, at final, the device failed to power up intermittently, and the high rate cover, upper case and battery drawer end cap were found to be broken and the control knobs were contaminated.

Event description:
It was reported that during testing the external pulse generator shut itself off or quit pacing but that the light still flashed. When tested on the long-term mode, errors were generated immediately. It was further noted that the rate did not change "quickly enough." The generator was returned for service. There was no patient involvement indicated for this event.